Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that she is not asking for replacement but would like to report 10 catheters from this order were crammed into the packaging and she had to re-straighten them to use them and did not appreciate the lack of care taken into packaging. Also 4 other catheters from this order were defective and would not work. Apologized for the issue and offered replacement she said she has enough to make it, but she just wanted this reported. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was not asking for a replacement but would like to report 10 catheters from this order were crammed into the packaging, and patient had to re-straighten them to use them and did not appreciate the lack of care taken into packaging. Also, 4 other catheters from this order were defective and did not work. Apologized for the issue and offered replacement to the patient. The patient said they had enough to make it, but the patient just wanted this reported. It's unclear if the lot number was requested. Unclear if medical intervention was provided and no additional information provided.